Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: when the feed bag of the feeding set was filled with formula and the pump was about to start priming, the formula leaked from the cassette fit with the pump. Upon checking the product in question, it was found that the upstream tube was not fit in place, thus unusable. The duration of use was 1 day.